Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) generator involved with this complaint to perform failure analysis. A system test with the unit presented an error at startup and was preventing initialization. The generator logs were reviewed. Errors in generator logs corroborated with errors logged in the system logs after reboot.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors occurred against the integrated electrosurgical unit (iesu) generator. Troubleshooting was performed at the time of the call, but the issue could not be resolved. The site did not have a backup generator or vision side cart available. The procedure was aborted after ports had been placed. There were no reports of additional patient impact.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the integrated electrosurgical unit (iesu) generator per request. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. System logs confirmed that errors occurred against the generator.